Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2023, where the lead was explanted and replaced. Therapy was restored post-op.

Event description:
It was reported that after a significant fall the patients lead had migrated. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.